Event description:
Customer reported that unit boots up with touch screen error. No patient injury.

Manufacturer narrative:
The service rep replaced ir receiver pcb and ir detector. Verified proper system function.